Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy. According to the reporter: rectum appeared to be blocked after stapler was fired. Another operation was performed. The type of operation performed to correct the condition is not known at this time. There was no bleeding reported in excess of 250cc at the time of this complaint. It is unk if there was a delay in operating room time. Add'l info submitted on (B)(6), 2011: on (B)(6) 2011, pt underwent a hemorrhoidectomy with a covidien eea hemorrhoid and prolapse stapler set with dts series technology (ref. (B)(4)) 33mm with 3.5mm staples. After completion of "firing" of the instrument, the rectum appeared to be blocked, and the surgeon could not advance the sigmoidoscope. The procedure was terminated, and the pt allowed to recover so that the surgeon could advise pt of the need for exploratory laparotomy to determine the extent of the injury. The surgeon's preliminary (draft) operative report states "instrumental malfunction with some unanticipated.....